Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It wasreported that the manufacturer representative did not know the patient¿s weight and estimated the patient weighed ¿around 80 kg¿. The pump¿s elective replacement indicator (eri) was would occur in march 2024, so the manufacturer representative estimated the pump was implanted ¿around 3 years ago¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving intrathecal medication of ¿mo¿ [9.0 mg/ml] at a dose of 1.7988 mg/day and clonidine [400 mcg/ml] at dose of 79.95 mcg/day. It was reported on (B)(6) 2020 that the manufacturer representative saw an error on the tablet that they did not understand. The patient had come for a refill and the error that there was a motor stall not recovered was seen. It was noted that the motor stall was from (B)(6) 2020 due to MRI and the recovery happened that day of the refill on (B)(6) 2020. The manufacturer representative also checked the pump with the old programmer and saw the same error. It was stated that the problem was that the pump was working as usual so the manufacturer representative did not understand why the programmer was showing that it was not. The logs from both programmers were included with the report and showed the messages of a motor stall occurred on (B)(6) 2020, stopped pump period may exceed tube set on (B)(6) 2020 and then recovery on (B)(6) 2020 coinciding with the time of the interrogation/programming session. Assistance from technical services was requested. Technical services advised that if the patient received therapy as normal following the MRI, it was possible that the MRI procedure activated ¿telemetry mode.¿ technical services provided recommendation to immediately interrogate the pump following an MRI scan to avoid telemetry mode. No patient complications were reported or anticipated.